Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer would not see insulin exit the infusion set tubing during the fill tubing step. During the fill tubing step, the customer would have to attempt to load the tubing on average 3 times. The customer's blood glucose level was impacted and the customer reverted to using insulin injections to manage diabetes. As the customer was not using the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the fill tubing issue could not be performed.